Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional assessment confirmed that the unit was unable to generate or control negative pressure and was unable to generate alarms under normal circumstance, establishing a relationship with the event reported. The root cause has been determined to be that the device required re-calibration. A review of manufacturing records for the reported renasys device found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during service evaluation the device did not generate alarms under expected alarm conditions and was not able to generate and control negative pressure due to a therapy stop failure and was not calibrated. No patient involved